Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb, sib, and gib boards were replaced. Also, the camera power supply and interconnect cable were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system locks up and the monitors go dim. The 9800 system has to be rebooted to continue the procedure. No patient injury was reported.